Event description:
It was reported that the set screw would not tighten the ventricular lead during implant. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to tighten setscrew was confirmed in the laboratory. Analysis found v-tip set screw could not be tightened due to med adhesive contamination. Med adhesive was found inside the v-tip septum opening, filling the v-tip setscrew inset and in the setscrew and connector block threads. The med adhesive prevented the wrench from engaging the set screw inset and the set screw from turning resulting in the wrench stripping the set screw inset. The a-tip setscrew was also stripped but no med adhesive was found in the a-tip set screw.